Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 18x5mm, 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Without predilating, a 4.5x24mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. During advancement, the proximal stent strut became deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte device was received with the stent protective tubing and stylet positioned over the stent and in the wire lumen, respectively. Damage to the distal stent struts was visible through the protective tubing. The stent protector was easily removed from the device but the stylet could not be completely removed from the wire lumen, possibly due to dried contrast and/or blood in the lumen of the device. The device was microscopically inspected after the tubing was removed. This confirmed that there were bent and overlapping struts in the first two distal rows. There was no other damage or irregularities to the stent or sds. The protective tubing was damaged near the distal end, possibly due to interaction with the end of the stylet. The damage to the tubing does not appear to be related to the reported crossing difficulty or the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 18x5mm, 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Without predilating, a 4.5x24mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. During advancement, the proximal stent strut became deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.